Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ luer-slip syringe plunger broke in half before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "broken syringe with only half the plunger, making it impossible to use."

Event description:
It was reported that the bd plastipak¿ luer-slip syringe plunger broke in half before use. The following information was provided by the initial reporter, translated from portuguese to english: "broken syringe with only half the plunger, making it impossible to use."

Manufacturer narrative:
H.6. Investigation: DHR, quality notification and maintenance analysis were performed and no occurrences potentially related to the defect were observed. The sample sent by the customer was verified and it was possible to observe the plunger damaged. The potential cause for the problem is a jam at syringe assembly station. H3 other text : see h.10